Manufacturer narrative:
(B)(4) the sample was not returned to baxter for evaluation. Therefore, the reported condition of reservoir ruptured could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation (CAPA# idc-(B)(4)).

Event description:
It was reported to baxter (B)(4) that the reservoir of one ce infusor lv10 device had ruptured during storage. There is no report of patient injury or medical intervention. No additional information is available.